Manufacturer narrative:
Batch review performed on 27 december 2017 lot 160541 : (B)(4) items manufactured and released on 26 april 2016. Expiration date: 2021-04-12 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and (B)(4) similar reported event was registered ceramic liner ø 28 / b reference (B)(4) (device not marketed in us) lot 156511: (B)(4) items manufactured and released on 14 jan 2016. Expiration date: 2020-12-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to infection 2 months after primary. Surgeon performed a washout, head and liner were replaced.

Manufacturer narrative:
On (B)(6) 2018 we were informed that the devices are not available for investigation.